Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's safety sleeve was scratched/exposed. No fragment fell into the patient. The procedure was completed but the patient outcome was not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have various scratches on the main tube. The scratches measured approximately 2.27mm in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
Refer to h11 for follow-up information.